Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all patients were not crossing over from the server to one station. The customer reported that after a system upgrade, patient information no longer transferred to the machine. The customer stated that not all patients were displayed on the station, and no error messages or icons were present. The machine was rebooted; however, the issue persisted. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that all patients were not crossing over from es server to one station. A technical support specialist (tss) remotely accessed the station and reviewed services, identifying that the becton dickinson maintenance service was disabled. The startup type was set to automatic, and the service was started. Following this action, the issue was resolved, and the customer confirmed that the case could be closed. The system functioned as intended after technical support specialist troubleshot the device.